Manufacturer narrative:
(B)(4).

Event description:
The physician reported 3 days after treatment with juvederm ultra xc in the glabellar lines and nasolabial folds, the patient experienced "a raised, red, bumpy area" and "a couple of papules" in the glabellar region where the product had been injected. The patient was prescribed a medrol-pack and steroid cream to treat a possible allergic reaction. The physician reported the patient has no allergies, currently, takes no medications, and has used unknown previous fillers. The physician was not aware of any other relevant medical history. The physician has not responded to additional attempts for further follow-up. The patient was treated and allergan is unable to determine if the intervention was required to hasten the resolution of symptoms, or if it was required to prevent worsening of symptoms that would lead to permanent damage. Allergan's approach to compliance is to resolve all doubt in favor of reporting.